Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that 24 hours post-operatively, the lens rotated to a degree that surgical intervention to reposition the lens was required. The patient underwent an additional surgery to have the lens repositioned to the correct axis. Post-operative rotation 24 hours after surgery may suggest an anatomical factor influencing the position of the lens within the eye. Rotation in this case may have occurred most likely, although rarely, due to damage to the lens at the time of implantation, per information received from the healthcare facility (defect on the periphery of lens, considered by the implanting surgeon to be non clinically significant with no anticipated impact to patient visual outcome). Another possibility may be the ovd retained behind the lens. Our review of production records for the rayone toric rao610t batch 044238578 showed that all manufacturing and quality checks were conducted with successful results. There is no evidence or information to suggest a device-related cause for post-operative rotation.

Event description:
On 16th september 2024, rayner received notification from a healthcare facility in brazil of an event that occurred following implantation of a rayone toric rao610t. The event description provided states that 24 hours post-operatively, the lens rotated to a degree that surgical intervention to reposition the lens was required.